Manufacturer narrative:
The product identity was confirmed in the evaluation. The device history records were not reviewed as the lot number is not known. The entire construct was returned. It consisted of two box plate assemblies, one x-plate assembly, four 18mm screws, and eight 14mm screws. It was reported that during the revision the surgeon found the screws in the manubrium to be ¿loose¿. One screw was returned, still locked into the x-plate. It is not known which location the other screws where located. The screws were visually evaluated with a digital microscope. Some of the screws show minimal deformation of the locking threads indicating they were only partially locked into the plate. This can be compared to the screw that was returned still locked into the plate, which shows significant deformation of the locking threads. The loosening of the screws may have also occurred after the two inferior bands fractured and additional load was placed on the band and screws at the xiphoid. The complaint that the screws in the manubrium were loose is not verifiable. Some of the screws did not show significant deformation of the locking threads. The most likely underlying cause of the complaint was determined to be excessive force applied to the implant, due to a gap in the sternum, trauma, or patient conditions. The instructions for use states, ¿tension should be applied until the bone halves are approximated and visually contacting.¿ it also states, ¿the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing.¿ additionally, it states, ¿final tightening must be completed using manual screw driver to ensure locking. Failure to fully lock screws may result in screw loosening.¿ this is report three of three for the same event. Reports one and three are reported on MFR #0001032347-2017-00190 and 0001032347-2017-00195.

Manufacturer narrative:
The screws were identified upon return on feb 28, 2017. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report three of three for the same event. Reports one and three are reported on MFR #0001032347-2017-00190 and 0001032347-2017-00195.

Event description:
A sternalock 360 revision was reported. The lowest, zyphoid band broke on the anterior surface at the site that the band threads through the plate. The mid-body band broke on the posterior side "at 7 o'clock if plate presents 12 o'clock." The screws at the manubrium were all loose. It is reported during the original surgery a power driver then manual tightening method was used to lock the screws. Dbm and cables were implanted as replacements.